Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open anterior resection procedure, they just opened the box of devices and the inner packaging of the product was open. The product was not used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56z82 . Device evaluation: the analysis results found that a tlc75 device was returned outside its original package and only the (B)(4). Was returned for analysis. The (B)(4) was visually inspected and no damaged was found, the seal range was found with marks of been properly seal. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.